Event description:
During an atrial fibrillation (a fib) cryo ablation, a polarx catheter was chosen for use. During the procedure, when the physician attempted to manually deflate the balloon, it failed to deflate. The physician tried moving the mechanism fully backward and forward multiple times without success. However, the balloon deflated normally from the console. Consequently, the device was replaced with a new one which functioned correctly. Moreover, the procedure was cancelled and rescheduled while the patient was sedated.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) cryo ablation, a polarx catheter was chosen for use. During the procedure, when the physician attempted to manually deflate the balloon, it failed to deflate. The physician tried moving the mechanism fully backward and forward multiple times without success. However, the balloon deflated normally from the console. Consequently, the device was replaced with a new one which functioned correctly. Moreover, the procedure was cancelled and rescheduled while the patient was sedated. Furthermore, additional information received stated the procedure was completed with a new balloon and no patient complications occurred.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The polarx device was visually inspected to look for any defects that would have resulted in the slider deflation issue seen in the field. The device had no physical damage or defects. The polarx device was connected to the smartfreeze console in an attempt to recreate the slider deflation issue seen in the field. The returned complaint polarx was tested using a "known good" cryo cable as a control. The device was inflated, and an attempt was made to deflate with the slider. Despite multiple attempts, the slider did not deflate the balloon. The slider felt smooth and did not offer any resistance. The returned polarx was subjected to x-ray inspection to observe the condition of the slider mechanism and hall effect switch that controls deflation of the balloon. The slider mechanism and switch appeared to be intact. However, the switch wires that connect to the board were observed and found to be severed. The wire break occurred approximately 1cm beyond the solder connection to the board with the soldered portion still being connected to the board. The handle of the returned polarx was opened to observe the deflation slider switch wires. The wires were further confirmed to be severed between the adhesive area on the board and the insulation of the wires themselves. There were no manufacturing or design related defects observed that would have led to the wire break. It is believed the wires unexpectedly failed during use.

Event description:
During an atrial fibrillation (a fib) cryo ablation, a polarx catheter was chosen for use. During the procedure, when the physician attempted to manually deflate the balloon, it failed to deflate. The physician tried moving the mechanism fully backward and forward multiple times without success. However, the balloon deflated normally from the console. Consequently, the device was replaced with a new one which functioned correctly. Moreover, the procedure was cancelled and rescheduled while the patient was sedated. Furthermore, additional information received stated the procedure was completed with a new ballon and no patient complications occurred.